Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set tubing was torn on (B)(6) 2025 the infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6010360 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6010360 was manufactured according to the wi version 75 manufactured in the line 6, on 23/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/jun/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed or pinched) and lot 6010360 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.